Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin flow block alarm. The customer¿s blood glucose was 196 mg/dl. The customer was assisted with troubleshooting. Customer reports insulin did not exit and there is greater than normal resistance with plunger push. Customer states the insulin did not exit. Customer states insulin exited the tubing. Advice to do rewind and prime and watch for the insulin flow block alarm. The customer got insulin flow block during the fill tubing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.